Event description:
It was reported by the patient that the telephone cord for the remote monitor has developed three brown burnt spots on it. A new phone cord was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis found the monitor was able to power up and was working fine with good batteries and passed the full debug mode test. No defect was found.